Manufacturer narrative:
Article title: hydrophilic intraocular lens with crystalline deposits. Article website: https://www.canadianjournalofophthalmology.ca/article/s0008-4182(25)00372-2/abstract. The lens serial and lot numbers are not available. Therefore, a review of the device history record could not be performed. The UDI is also not available. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An online article reported four images of an intraocular lens (iol) with opacification that occurred several years ago. The first image shows deposits of crystals forming a circular opacity on the surface of the bisected optic of the explanted iol. The second image shows the histology of the main figure and inset show crystals extending into the anterior substance of the optic. Polarization microscopy in the main figure discloses the maltese cross pattern of birefringence. The third image is scanning electron microscopy of circular crystals on the surface of the optic. Crystals located deeper within the substance of the optic are evident as focal convexities on the lens surface in the gap between superficial deposits. The fourth image is of circular crystals that are 15¿20 ¿m in diameter and have a targetoid appearance. Although request, no further information will be provided.